Event description:
The customer called to report that the drive support cap was protruding. No blood glucose reading was reported at the time of the call. The customer stated that the customer was at school and was wearing the insulin pump. Unable to replace it at this time. Advised to call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.